Event description:
On (b)(6, 2011 a vns treating physician' nurse reported that the vns patient is having very severe seizures and has been to the hospital multiple times. The nurse has requested one on one care from the state because the patient's seizures are so bad. Good faith attempts for additional information from the physician are underway by the manufacturer's consultant, but no further information has been received to date.

Manufacturer narrative:
(B)(4).